Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with syncope secondary to the pacing at vvi 65 due to the device being at elective replacement indicator (eri). It was noted that the patient was very active. It was further reported that both the atrial and ventricular leads triggered a lead warning for low impedance. The device was explanted and replaced and the leads were capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.